Event description:
Boston scientific received information that this device was explanted due to premature battery depletion. It was reported that the device went from middle of life ii to elective replacement indicator (eri) in a short period of time. Additionally, the device went from eri to end of life (eol) in less than two months. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.